Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the guide wire broke off. A 182cm (5pk) luge guidewire was used in a procedure. However during procedure, it was noted that the device broke off. No patient complications were reported

Manufacturer narrative:
Device evaluated by MFR.: the device has the body kinked and the distal tip kinked. Overall length, outer diameter of distal tip, meddle of the device and proximal section are all within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the guide wire broke off. A 182cm (5pk) luge guide wire was used in a procedure. However during procedure, it was noted that the device broke off. No patient complications were reported.